Manufacturer narrative:
(B)(4). Foreign: france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip surgery and approximately 3 months post-op a revision surgery was performed due to a breakage of the nail. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided picture confirms a broken nail. It can be seen to be broken at the location of the through hole. It is not possible to comment on the fracture mode as the surface cannot clearly be seen. Scratches are also evident on the surface of the nail, possibly caused by the surgeon's attempts to remove it. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Medical records were provided and reviewed. Review of the available records did not yield any further information relevant to the investigation. Radiographs were provided and reviewed by a health care professional (mmi). Review of the available records identified the following: placement of an intramedullary rod and gamma nail for a comminuted rate intertrochanteric hip fracture with interval revision surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.